Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, after having been implanted for 39 months, due to end of life (eol). Premature battery depletion was suspected. This device was returned for laboratory analysis